Manufacturer narrative:
H3: analysis of the [lead], model [977a260], s/n (B)(6) , revealed the packaging of the lead was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-mar-19: information was received from multiple sources (manufacturer representative, healthcare provider) who reported when the lead kit was opened they noticed it was compromised. They reported the there was an out of box failure as the lead tray was broken. No symptoms were reported. (B)(6) 2025: manufacturer representative (rep) stated the lead kit tray was opened in the package. Rep to send back product with the tray. Technical services told rep they can send it back without using the return kit mailer since the tray won't fit in the mailer. Oob issue. 2025-mar-21: additional information was received from manufacturer representative (rep) who reported the physical tray which held the lead components was visually compromised. They provided tracking details.